Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dental office called in and reported a patient developed swelling after a week of whitening at home. The swelling subsided but the patient developed sores on the inside of the lip. Patient symptoms were gone after 2 days. A likely allergic reaction to the hema in the desentizer. Patient has been informed to stop all whitening. Any future whitening would not include the use of desensitizer.